Event description:
During a coronary artery drug eluting stenting procedure, the shaft of the taxus express2 3.00 x 16 mm stent broke. The physician deployed the taxus stent in the lesion in the obtuse marginal (om). As the physician was withdrawing the stent delivery system, the shaft fractured outside of the patient's body. The distal portion of the delivery system was pulled out. There were no patient complications reported.